Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Multiple boluses were program and delivered. No delivery anomaly was noted. Insulin pump functioned properly. All buttons functioning properly. However, insulin pump had moisture damage noted on keypad traces during visual inspection. No ramping numbers on scroll bar moving on its own noted during testing. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 300 mg/dl, which was treated with manual injections. The customer stated that when he attempted to treat with the insulin pump, the device said that his blood glucose was too low to give him any insulin; he stated that everything on the device was not working. He reported that he had a limit of 15 units set on his insulin pump, but the device would count up to 500. He also noted that when he pressed the bolus button, the device would start going to different places on the screen. He attempted to check the bolus, but the down button was unresponsive. No significant events leading to the keypad issues were observed. He added that he was on a lot of medications due to having had foot surgery and that he was supposed to stay stationary. Advised replacement of the insulin pump. Nothing further reported.